Event description:
The reporter stated that while removing screws from a plate the removal tip disassembled. The tip fell off into the wound. All the pieces were recovered.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.